Event description:
It was reported that this right ventricular (rv) lead had dislodged and was believed to had perforated. The lead was removed, and a new lead was implanted in a better position. No additional information is available at the moment. No additional adverse patient effects were reported.